Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by an MRI tech that the patient's device is dead and they couldn't get it charged for the last month. Ts (tech support) did not recommend MRI and redirected to managing hcp to address device issue. The next day, (B)(6) 2020 the MRI tech called back stating they could not get patient¿s ins into MRI mode because when they interrogated the ins with the handset/communicator, it showed them a message saying "low battery the device battery is below 0%, recharge the device to avoid losing therapy". Caller states the patient indicated she charged her handset, communicator and ins to 100% last night but caller later in the call said he isn't sure if patient charged her ins. Caller was not in the same room as the patient. Ts advised that patient charge her ins and if they need further assistance to call and make sure they are in the same room as the patient. No symptoms were reported. Additional information was received (B)(6) 2021 from the patient: the cause of the ins was difficult to recharge was not determined. The device was removed (B)(6) 2020 and the patient had their MRI.